Event description:
It was reported that the fluid warming device gave off a burning smell and then shuts off. No patient injury or involvement were reported.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement (updated b5, a1) h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with cracked return tube, lcd (liquid crystal display) label was peeling off. The customer stated problem was duplicated. The cracked on the return tube cause a water leak to the pcb (printed circuit board) which cause water damage to the pcb and the heater had a burning smell. Replaced the return tube and the heater. The cause of the reported problem was traced to a design issue. A CAPA was opened to investigate the cracks and leaking from return tube assembly. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: e4: correction: customer reported to FDA: no information

Event description:
Additional information received via email on 18-aug-2022: event did not occur while in use by patient. Found during testing